Event description:
It was reported that an unspecified quantity of clearlink system continu-flo solution sets leaked propofol from at least one micro hole in the tubing. This was observed when exerting positive pressure from medication administration during induction. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: a photograph of the actual sample and a companion sample were provided for evaluation. Visual inspection of the photograph was performed which did not show evidence of the reported condition; there was no visible damage/holes observed. Visual inspection of the companion sample was performed which observed a hole in the tubing. Visual inspection of the slide clamp did no identify any defects that could generate a hole/leak. Pressure testing using a closed clamp and an underwater test were performed; no defects were observed. The reported condition was verified on the companion sample; however, not verified in the photograph of the actual sample. The cause of the hole could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.